Event description:
It was reported patient's implanted device stopped working and needed to be replaced. Patient reported severe pain symptoms due to an inoperable device. Patient was taking coumadin for heart complications and patient had difficulty seeing health care provider to determine the cause of patient's symptoms. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).